Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they experienced having "light-headed" feelings and "swelling" in the feet. The patient reported that the implantable pulse generator (ipg) had a "loose screw on the connection". The ipg was revised and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that no ipg malfunctions were noted. No patient complications have been reported as a result of this event.